Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a intravia bag. The reporter stated that the particulate matter was a "clear small dot-like thing floating in the solution". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed a clear small filament in the solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and passed successfully with no issues related to the reported condition. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.